Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: the battery compartment was found to be cracked. There was no moisture or corrosion observed in the battery compartment. A new test battery cap was able to fit to maintain an electrical connection. The pump was exercised for 24 hours with no pump reboot events observed.